Manufacturer narrative:
D9: date returned to mfg.: 3/13/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint could not be replicated during testing. The probable cause of the report error is user error. No fault found during device analysis.

Event description:
It was reported that during the transfusion, when the blood bag was added and the bladder was inflated, the gauge initially read 290. However, once the clamps were opened to the patient, the gauge reading dropped to 200 and never returned to the initial pressure. The blood bag was used with a d-100 disposable. Biomed conducted tests using the d-100, and it showed 290. It also reduced to 200 when the clamps were opened, even when using a saline bag. The event occurred during the transfusion. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.